Manufacturer narrative:
The insulin pump was received with critical pump error open book image due to moisture damage on the electronic assembly also, the motor had moisture damage. Unable to test for frozen screen, unexpected power error alarm or unexpected power loss alarm due to critical pump error open book image. Unit had minor scratched display window, scratched case, damaged scratched display window cover, scratched keypad overlay and serial number label fading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen. Customer's blood glucose at time of incident was 2.9mmol/l. Customer was performing pump safety checks and error was found. The customer was unable to clear the alarm. Customer was assisted in pump reset but the screen turn off. Customer was advised to revert to backup plan until replacement arrives.